Manufacturer narrative:
The device has been returned and evaluated by product analysis on 23-sep-2019 with the following findings: during investigation, the pump powered on with a dim, faded and discolored display. Unrelated to the complaint, investigation revealed a crack in the battery compartment. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.